Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The heater test failed. It was identified that the cause for the failure was due to heater not activating which was caused by a blown f1 fuse resulting in thermal decomposition of the component on the ac distribution board. The internal visual inspection of the returned cycler revealed there were visual indications of dried fluid underneath the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified a pump upgrade occurred, where a power and heater tray cable were replaced on (B)(6) 2020. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a blown f1 fuse resulting in thermal decomposition of the component on the ac distribution board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patients liberty select cycler received multiple m67 fluid temperature out of range alarm during step 5 of setup for peritoneal dialysis (pd) treatment. Additionally, a burning smell was experienced from the back of the cycler, as well as an electric shortage sound. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed there was no spark or smoke. The patient did not complete treatment on the cycler. No patient adverse effects were experienced, and no medical intervention was required. A cycler has been sent to the patient. The old cycler will be returned as scheduled. Upon physical evaluation of the cycler by the manufacturer, the heater was not activating caused by blown f1 fuse, resulting in thermal decomposition of the component on the ac distribution board.